Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. An attempt was made to reproduce the issue by generating the reports for the provided user in carelink support application and observed that user has made time change in pump. This is expected system behavior. Confirmed: testing and/or analysis confirm that the issue occurred. Nurse's description also confirms that a time change event occurred with the specific pump. To assist with the resolution , provided the below feedback to helpline support team, if the nurse is changing the date/time on the pump then the data may not be reflected properly in carelink. But that will depend on how far apart the dates/times were from the actual date/time. A replacement might be the quickest and easiest way to resolve the issue for this patient. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed under (B)(4). The root cause of this issue is due to the time change made by the user in pump which caused data ambiguous for current date and time. Provided recommendation to helpline support team to resolve issue quickly. We are proceeding to close this ticket as we have not received any response despite multiple requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) unk_carelink software. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for unk_carelink software.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.